Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. Concomitant products: 419488, lead, implanted: (B)(6) 2008; 5076-45, lead, implanted: (B)(6) 2008; 694758, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced an infection. The patient experienced pain in the pocket area and bruising and swelling around the device. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.